Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the line was allegedly received with no cuff attached to the catheter. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerline s/l catheter was returned for evaluation, and one photo was provided for review. Visual and functional evaluations were performed on the returned device. The photo shows a partial view of powerline catheter, the portion where the cuff was supposed to be attached cannot be seen.the tissue cuff was noted to be missing from the catheter body and was not returned. Manufacturing site evaluation of the sample found that the root cause is associated to this condition is caused during the powerline cuff chemical bonding, therefore, the cause of this condition is related to manufacturing therefore, the investigation is confirmed for the reported cuff missing issues. The definitive root cause was determined to be manufacturing related. A quality event has been opened to address the missing cuff issue. A cid has been issued to internal supplier. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the line was allegedly received with no cuff attached to the catheter. There was no patient contact.